Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they had device was heating. The customer¿s blood glucose was unknown at the time of the incident. The customer was reported that the pump was being heating, and even got a burned skin on her skin, and also the sensor. Customer was not calling back after previous troubleshooting for a pump overheated. The customer was advised the pump will need to be replaced. The customer was advised to revert to their back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for 24 hrs and no device heating up noted.